Event description:
It was reported that the tip of a stent graft delivery system detached. Reportedly, the patient was being treated for a recurrent stenosis in an av graft in the left upper arm. The delivery system was advanced to the treatment site without difficulty and the stent graft was deployed without incident. The delivery system was removed. During post-dilatation, imaging demonstrated that the tip of the delivery system had detached an remained in the implanted stent graft. The physician advanced a snare and attempted to remove the detached tip. This was unsuccessful. However, the detached tip was moved out of the stent graft. A second stent graft was implanted to secure the detached tip against the vessel wall. This stent graft system was then removed without incident. The patient is asymptomatic.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; however, the delivery system has been returned. The evaluation is currently underway.